Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had a tear near tip. No pieces fell in the patient. Open new kit to complete harvest. No harm to patient.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(6)updated sections: b4, d10, e3, g4, g7, h2, h3,h6, h10 the lot # 25163179 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 08/04/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of tissue was observed on the base of the jaws. The clear silicone insulation on both the hot and cold jaws was observed to be intact. The heater wire was observed with no visual defects. The black shaft closest to the base of the jaws was observed to be peeled back, exposing the inner contents of the black shaft. No detachment of the black shaft was observed. An investigation was conducted on 08/10/2022. Both the cannula and harvesting device were returned. A visual inspection was conducted. Charred tissue was observed on the jaws and c-ring. The clear silicone insulation on both the hot and cold jaws of the harvesting device was observed to be intact. The heater wire was observed with no visual defects. Signs of clinical use and evidence of blood were visible on the harvesting device handle, jaws, cannula, and c-ring. The black shaft closest to the base of the jaws was observed to be peeled back, exposing the inner contents of the black shaft. No detachment of the black shaft was observed. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material, split, cut or torn" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.